Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per the instructions for use. It was inserted through a teflon sheath that was placed in the femoral artery of a male pt in the cath lab. Soon after the pump was started, the pump alarmed. As a result, the catheter was removed and replaced with a 40 cc balloon. The pump then worked with no issues. There was no pt death, injuries or complications. The pt outcome is good.